Event description:
The patient experienced a burning sensation at the implantable neurostimulator site. Impedances were about 1400 ohms. The patient was still getting therapy. The device was reprogrammed. The hcp was considering revision surgery. The patient outcome was reported as 'no injury'. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.